Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-66 was confirmed and reproduced during product evaluation. This condition was caused by a defective main battery. The main battery was replaced to correct the reported condition.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code f-66; this condition had the potential to interrupt delivery. This condition was found in the general pt ward upon power up. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.